Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided the customer with information to reset the pump and assisted in doing so. After resetting, the malfunction did not recur, and the pump was cleared for continued use. The customer understood the instructions and was advised to call back if any issues reappear.